Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Verbatim: tip of bd flush syringe broke off into stop cock. No harm noticed.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. A report was received indicating that the tip of a flush syringe had broken off inside a stopcock. To support the investigation, one empty sample, without a packaging flow wrap, assembled to a stopcock was submitted for evaluation by the quality team. A visual inspection was conducted, during which no defects or imperfections were observed. The syringe has the barrel tip. A device history record (DHR) review was completed for material number 30654778, lot 4029086. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer-reported condition could not be confirmed.